Event description:
Rn (registered nurse) priming filter for starting cvvh (continuous veno-venous hemofiltration) filter on pt (patient). When going to make connections, there was no large blue clip on the patient side of the tubing leading to the inability to clamp the venous line. Incomplete filter was taken down causing a delay in pt receiving ultrafiltration treatment.